Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient had good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.